Event description:
The customer reported via phone call that they had high blood glucose. The customer also reported experiencing fluctuating high and low blood glucose. Customer attributed their blood glucose to their gastroparesis. Customer also reported experiencing a low blood glucose of 40 mg/dl. The customer declined to return the insulin pump at the time of the call.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.